Event description:
Additional information was received. The manufacturer representative reported that cause was unknown. No other actions taken besides reprogramming, no further actions were taken and probably won¿t be taken. Until now, the patient did not describe any further problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their symptoms re-occurred after MRI. Patient described heating around the implanted components occurred during MRI. Patient reports, that it took three attempts to finalize the scan sequence. Mtra (medical/technical assistant in radiology) reports, that only one attempt was required and reports, that the patient did notice slight heating after the scan, but no interruption of the sequence due to pain/heating. Mtra did inform the patient prior to the scan to interrupt in case of any heating (which was not required). An MRI of lower back and legs was performed. The exact scan parameters are requested. Rep will follow up, as soon as they receive a reply from the application specialist. Impedances were checked are in normal range. New programs were configured. Patient had sensory response in the area of the anus with an amplitude lower than 0.5 v. CT scan will be performed in order to check for heating effects/burning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.